Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were level sensing issues with multiple check probe alerts. Per the field service representative, the perfusionist (ccp) was fine with the fsr sending a set of alert and alarm cables to him to replace. The ccp thought the problems were all with the alert cable. The device was not changed out, as the customer used a mini alert level detector. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer tried the new alert and alarm cables and that was not the correction and did not fix the reported issue. The field service representative (fsr) ordered a new level sensor module for the customer to see if this is the issue.